Event description:
Product was returned as an implant failure after almost 4 months. Based on the report, the patient had unremarkable medical history, oral hygiene was described as good, and bone condition was described as moderate. Surgery was one stage on tooth #23. The doctor indicated that the implant was removed due to pain and an infection that occurred around the implant site.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. The reason for the infection is unknown.